Event description:
It was reportd that during a ptca treatment procedure, the quantum maverick monorail 12/2.0 mm balloon ruptured at 18 atms. (The total number of inflations performed and the atms reached on each is unknown.) The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.